Manufacturer narrative:
The customer requested a front bezel replacement. The customer replaced the front bezel and resolved the issue. Previous investigations shown that the root cause of the nav-ring failures was liquid ingress due to the variability of the assembly process.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06jan2021.

Event description:
The customer reported the nav ring does not work and they are unable to use it to adjust settings. There was no patient involvement.